Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "breast is smaller" and "possible" deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease flat, opening. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve assessed as adhesive failure, crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and also identified a striated edge opening, consistent with use of a surgical tool.

Event description:
Patient reported right side "breast is smaller" and "possible" deflation. Device has been explanted.